Event description:
It was reported that the device's air bubble detection did not clear during patient use at the facility. The event involved a patient, but no harm or adverse effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed no disposable alarm and a high pressure alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an anomaly in the components (the air detector and the microprocessor board). As a result, air detector and the microprocessor board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.